Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367977. Batch no. 9074718. Complaint 1 of 3. Sst tubes were stocked in the lab today. It was noticed that some of the labels were sticking to the other collection containers. Looked at our flats of tubes and noticed that multiple flats of collection containers had labels that were not adhering to the collection container. These flats are all still sealed in the plastic wrap so this is from production. The tubes have been this way for a couple of weeks. I do not have numbers for those as I have just been told about the length of time this was happening.